Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the upper display was found with streaks. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer(fse) that encountered the issue replaced the video kit and the top lcd. The fse completed the pm. A full calibration and functional check was performed per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use. Evaluation of the parts was performed by the failure analysis and testing (fat) department. The failure analysis and testing department received the following parts associated with this complaint: pn: 0040-00-0456 sn: n/a (display kit); pn: 0670-00-0781 sn: (B)(6) (display kit); pn: 0670-00-1169 sn: (B)(6) (display kit). These parts were received with a reported unit failure message of streaks on display. Performed visual inspection of all parts received and parts looks to be in good condition. Installed the display kit and top lcd into the cardiosave test fixture and tested separately to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department could not verify the failure of streak on display for pn: 0040-00-0456 (display kit parts). Display kit parts passed testing. The failure analysis and testing department verified the failure of streaks on display for pn: 0160-00-0127 (top lcd). Top lcd failed testing. Retaining all parts in fat dept. As per procedure.